Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that the wires on the instrument were frayed. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in clevis. The clevis does not exhibit any damage or wear marks. Other cables at the wrist were undamaged. No other damage was found.